Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) followed up with the lab user and was informed that the aia-2000 st was running and functioning as intended. No further action required by field service. The most possible cause is unknown as no investigation was performed because the customer declined service. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported "specimen clogging detected" on all samples for the aia-2000 st. On (B)(6) 2015, technical support (ts) followed up with the site and was informed that the aia-2000 st device was functioning as intended.